Manufacturer narrative:
Device evaluation analysis found the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The pipeline flex braid appeared to be fully opened with no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end. The event cause could not be determined as the returned pipeline flex braid was fully opened and no damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex device has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this pipeline flex device did not open at the distal end during a procedure. The patient was undergoing embolization treatment for a medium size left unruptured amorphous aneurysm, measuring 15-53mmx8.07mm, landing zone distal 3.51mm proximal 4.33mm. The vessel was normally tortuous. The pipeline and any accessory devices were prepared as indicated in the IFU. It was reported that during the procedure, the pipeline flex was pushed from the catheter and did not open at the tip. The physician made multiple attempts to open the device without success. Finally, the whole system was withdrawn. A new device was implanted successfully. There were no reports of patient injury in association with this event.